Event description:
It was reported that while retracting the pta balloon dilatation catheter though a 5f introducer sheath after successful angioplasty of an in-stent stenosis was performed, the physician encountered a lot of resistance and the introducer sheath broke. There was no rupture of the balloon. Both devices were removed simultaneously from the patient. Another introducer sheath was advanced and the procedure was completed successfully. No patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample was returned and the investigation is currently underway.